Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. It is possible that the connection became unstable due to the video connector latch failure, which may have resulted in no image being displayed. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that no image could be obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The returned device was tested with multiple scopes; all video output signals and images were verified present. However, a worn video connector latch was found, causing poor connection with the video cable. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.